Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for use in the ultrasound examination. During preparation, there was a foreign body at the front end of the catheter, and the guide wire could not be threaded. The procedure was completed using another device of the same model. There were no patient complications, and the patient was stable.